Manufacturer narrative:
H6: investigation summary bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was observed in one (1) sample. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. The twenty (20) retention samples were visually inspected for defects that may lead to underfill. No defects were observed. H3 other text : see h10.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes underfilled. The following information was provided by the initial reporter: "following-up to the issue of vacuum not enough captured by pr# 3910717, customer reports the same issue is occurring in another facility."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes underfilled. The following information was provided by the initial reporter: "following-up to the issue of vacuum not enough captured by pr# (B)(4), customer reports the same issue is occurring in another facility."